Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient was experiencing dizziness or lightheadedness. It was determined that multiple ventricular arrhythmia events had been stored. Noise was noted on the right ventricular (rv) channel, which resulted in pacing pauses including a pause of approximately 4.5 seconds. Rv pacing impedance had spiked to out of range values. Subsequently, it was determined that the patient's non-boston scientific rv lead had failed. The non-boston scientific rv lead was surgically abandoned. During the procedure, an left ventricular (lv) lead was placed and this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.